Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an intuitrak bifurcated stent graft, two (2) limb extensions, and two (2) powerfit aortic extensions. On (B)(6) 2011. The secondary case for this patient was performed on (B)(6) 2016 to address a type 1a endoleak that was found on cta. Patient was asymptomatic. During this secondary procedure, the physician was never able to advance the sheath and therefore, no devices were implanted at that time.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 04 apr 2018 and 16 apr 2018 and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: date of report, brand name, common device name, concomitant medical products. Additional information: relevant tests/laboratory data, other relevant history, device manufacture date. Add method code 4119. Add conclusion code 4315.